Manufacturer narrative:
A steris technician performed an inspection of the loading car and it was found that there was a "sharp edge" on the bottom side of the metal frame. A 3-year complaint review indicates this to be an isolated event. Steris has offered to file down the sharp edges on the loading car; we are pending the user facility's decision regarding the repairs. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that an employee bumped their fingers into the bottom side of the metal frame of their loading car after placing a tray on the shelf. As a result the employee obtained a cut on two of their fingers; the employee received stitches and a bandage. The employee returned to work the same day.

Manufacturer narrative:
In lieu of repairs, the user facility has received replacement loading cars. No additional issues have been reported.